Manufacturer narrative:
The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported intraoperative surgical conversion is confirmed. However, the type of intraoperative device failure could not be assessed with medical records/images. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be stable. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections to g4, h6: h6 result code; remove 3233. H6 conclusion code; remove 11.

Manufacturer narrative:
The explanted devices involved in this event have not been returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. During the initial procedure, there was an unknown implant failure. The physician elected to treat the patient by converting to open surgery. The patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.